Manufacturer narrative:
The device has not been returned to the factory for evaluation.

Event description:
As per a copy of a mir we received from the factory in (B)(6): the instrument has been used to mobilize the uterine graft. At the end of the operation, a millimeter piece of the distal branch of the forceps is missing, confirmed with control x-ray. The patient was informed.

Manufacturer narrative:
Data in section h6 have been corrected to match the evaluation findings.